Manufacturer narrative:
Since there were no non-conformities detected during batch history records, and the in-process test results were well above the required minimum, we conclude that there was no problem with our part. The drain most likely was damaged in use and tore in the damaged area; silicone drains are known for their ability easily snap if they were even lightly cut or nicked. The complaint considered to be not justified.

Event description:
Broken/cracked/fractured during use: fracture at the drain tube joint during use.